Event description:
The customer reported that the AED is prompting 'replace battery now' warning and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is displaying 'replace battery now' warning, and the asi is flashing red. The maintenance schedule is reported as quarterly. Communication with the customer: the battery pack has an expiration date of oct 2021, and the pads have an expiration date of feb 2021. Advised the customer to remove the AED, battery pack and pads from service and replace the unit as the warranty is past expiration. Referred to the distributor to order replacement AED, battery pack and pads. No additional information is available at this time to further investigate this event.the IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.